Manufacturer narrative:
(B)(6) academy of medical sciences peking union medical college the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flushing pump had a pump head malfunction. The issue was identified during cleaning and disinfection. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was inspected for on-site repair and the reported failure was confirmed. Based on the results of the investigation, the cause of the pump head failure could not be determined. The most likely cause is that the performance of a consumable deteriorated as the number of usages increase. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flushing pump had a pump head malfunction. The issue was identified during cleaning and disinfection. There were no reports of patient involvement.